Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No unlocked lcd keypad connector noted. No unexpected issued with no power after installing the battery. The pump passed all functional testing and had normal operating currents. However, the pump had minor scratches on the lcd window, a cracked case at the display window corners, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads, a missing end cap sticker and a cracked reservoir tube lip. The pump was received without the battery cap. Unable to confirm the broken cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The customer's blood glucose level was 87 mg/dl at the time of the incident. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.